Event description:
It was reported that a large volume intermate was missing two inches of tubing on the luer end of the set. This malfunction was identified when the customer was taking the set out of the packaging. There was no patient involvement; therefore there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Evaluation summary: the sample was received for evaluation. The reported condition was confirmed, as a broken luer post, through visual inspection. However, the cause could not be identified.